Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of the right ventricular (rv) lead. In addition, loss of capture at full output was noted due to an apparent rv lead fracture. It was also reported by the patient that an alert was triggered and the physician recommended the patient go to the emergency room (ER). The patient stated "the shock threw me back 20 feet" and was seeking reimbursement for the pain and mental struggle. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in that field action. Product ID 407645, implantable pacing lead implanted: 2005-(B)(6), product ID d224drg implantable cardioverter defibrillator  implanted: 2011-(B)(6). (B)(4).